Event description:
On 23-dec-2025, a sales representative reported via phone that an ar-6065-90 rotation lasso, 90° experienced an issue during a procedure on(B)(6) 2025. The white knob did not rotate as intended while the device was in use inside the patient. All components were successfully removed, and the procedure was completed using an alternate product without delay. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including obstruction on the cannulation, preventing the device's proper function and/or surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.